Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device fractured at the connection point of the lateral hinge base. The gear sub-assembly was not returned with the device. The device had numerous nicks and scratches from use. The clinical / medical investigation concluded that, per complaint details, the device broke four weeks after implantation; however, the broken pieces were replaced with a smith and nephew backup device. Based on the limited information provided the root cause could not be definitively concluded. Since there were no patient injury or retained foreign body resulted per complaint; no further impact to the patient is anticipated. Therefore, no further medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include material in use, a procedural error or a traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a compass universal hinge was put on the patient and broke 4 weeks after the surgery. The broken piece was replaced with a smith and nephew device.